Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the device was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer stated that they were at a fair prior to the alarm. Customer does not use the sensor feature and they are able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 123 mg/dl. No further information reported.